Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting a persistent thermometer screen. It was reported that the patient would charge for an hour and the screen would come up. It was indicated that antenna felt warm. Additional information was received from the patient who reported they were having poor coupling and would have to try about 14 times to place the antenna before getting only 4 coupling bars. The patient tried so many times that their implant site is hurting. It was also reported that while charging, the patient feels electrical surges in their leg. No further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they tried to recharge their ins for the first time and was only able to read out to show 4 bars. The patient reported they got a message showing thermometer warning, and surges down the right side of their leg. Area of their ins was sore/hurting from surgery. The patient reported the replacement of the antenna resolved the thermometer screen, poor coupling, pain at implant site, and electrical surges in the leg. The patient has minimal pain at ins site that remains but is resolving and other issues are solved. No further complications reported and/or anticipated.